Event description:
Harrison omni valve medical gas valve integrated pressure regulator: various issues related to the apparent failure/malfunction of regulator components during the filling process at the gas plant.